Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arm vessel. A 10.0 x 80, 135cm mustang balloon was advanced for dilation. During the procedure, the working pressure was not reached, and the balloon was ruptured. The procedure was completed with another of the same device. The patient's condition following the procedure was stable.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k141521, k141597.